Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician attempted to deploy the first two bands; however both bands failed to deploy off the ligator head. The physician successfully deployed the third band and the first two bands fell into the patient when the third band was deployed. The third band was able to successfully deploy, thus, completing the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine.